Event description:
While in the process of deploying the device, a vena cava filter which was located inside the introducer catheter, in the right femoral vessel, the physician felt resistance when pushing the plunger. The function of the plunger is the deployment of the filter. He removed the device prior to attempting to deploy into the pt. Another filter was opened and it deployed into the introducer catheter without difficulty. The device was then deployed appropriately into the pt. It is unknown if the filter size is appropriate for the vessel size.